Event description:
It was reported that an anterior lumbar disc prep lordotic trial became stuck on and inserter and inner shaft during intra-operative trialing. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Once the trial was removed from the inserter, the trial was inspected and no issues were found with it. There was no visible deformation to the threading. The inner shaft was also returned, it was inserted into the main inserter with a trial attached and was confirmed to be jammed. The device was able to be unjammed with much force applied in a vice. Once the trial was freed, a test inserter was used and was able to be easily threaded and unthreaded onto the trial. The trial functioned as expected after being unjammed from the returned inserter. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The inserter inner shaft was investigated in another record. After the device was unjammed, it was found that the distal threads were deformed. Cosmetic damage was found on the handle and impact marks from tamping were also found. No issues were found with the inserter. Based on the damage found on the inner shaft, excessive force from malleting could have caused damage to the threads, causing the inner shaft to cross thread with the trial, causing the jam. It is also possible the inner shaft was not properly aligned with the trial before threading and the device was cross threaded and caused damage to the threads. No issues were found with the trial after becoming unjammed and the trial functioned as expected with an undamaged inner shaft.

Event description:
It was reported that an anterior lumbar disc prep lordotic trial became stuck on an inserter and inner shaft during intra-operative trailing. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.